Event description:
It was reported that the pump displayed a reset screen unexpectedly. While the pump reset, there was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The technical support team informed the customer that the reset was a built-in safety feature, and educated them on necessary actions such as reloading the cartridge and restarting sessions. The customer understood and acknowledged the information provided.